Event description:
It was reported that the patient underwent an arm surgery and the pulse generator was exposed to electrocautery. The device went into backup vvi mode. A device code reload restored normal function. No patient symptoms were reported. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.